Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was intensively worn away, a part of the tissue pad was missing. The coating of the probe was partially peeling. The probe had some scratches. The coating of the grasping section was partially peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The distal end of the tissue pad was intensively worn away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympuss local distributor, but not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by territory manager of olympus (B)(4) that during an unspecified procedure using the subject device, the tissue pad failed. In the evaluation of (B)(4) the following was confirmed on 2nd march, 2021. The tissue pad was missing. There was no report of patient injury associated with the event.